Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The device remains implanted at the time of this event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal precision ace procedure in the mitral position. After various independent leaflet grasping attempts, an injury of the posterior leaflet was visible in transesophageal echocardiography (tee). The posterior and anterior mitral leaflets were long. Therefore, to seat the anterior leaflet properly, the physician pushed the device several times deep into the ventricle while already grasping the posterior leaflet. The procedure continued, and two devices were placed, but a significant eccentric jet from the posterior leaflet remained, which could not be addressed. At this time, there are no plans for reintervention. The mr severity from baseline (moderate to severe) was +3 and mr severity from post-op (mild to moderate) was +2.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The following sections were updated/corrected: d4, g3, h2, h3, h6, and h10. The pascal training manuals instruct the operator on proper positioning and deployment of the device, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the pascal system. Training includes patient screening (to ensure leaflet anatomy is suitable for the device), device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment are emphasized as key factors in the placement and fixation of the device. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment of the device. Pre-release assessments are also included as part of the pascal manual after leaflet capture, including: evaluating whether the result is acceptable for the patient, adjusting leaflet capture as necessary, or attempting to reposition the device. Based on the reported event and follow-up call with the edwards clinical specialist on-site (cs), the long mitral leaflets increased the difficulty of leaflet capture with the first implant (pascal ace). Many simultaneous and independent leaflet capture attempts were performed. However, none of these grasping attempts yielded sufficient leaflet insertion. Multiple dives into the left ventricle (lv) were performed while one leaflet was grasped with the pascal ace in a capture-ready configuration. Per the cs, after successfully grasping both leaflets and closing the pascal ace, it was noticed that the mitral regurgitation (mr) had worsened, and a new eccentric mr jet along the posterior annulus was visualized. It is unclear after which grasping attempt the eccentric mr jet originated. No damage to the chordae tendinae was observed intra-procedurally; the implanting physician and cs hypothesized that the eccentric mr jet was due to a perforation in the posterior leaflet. The imaging evaluation was unable to confirm damage to valve anatomy due to insufficient images of the valve returned without the device in view. No new mobile echo densities or chordal ruptures were identified on the imaging evaluation. The imaging evaluation did identify a new eccentric mr jet. Without evidence of new mobile echo densities or chordal ruptures, the new eccentric mr jet may have originated from a perforation in the leaflet. Although the imaging evaluation did not identify potential root causes of the new eccentric mr jet, the testimony from the cs suggests that the procedural use of the device (specifically, the advances into the left ventricle while grasped on the posterior leaflet) is the most likely cause of the new eccentric jet.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #:(B)(4). The following sections were updated/corrected: b5, g3, g6, h2, and h10. Additional information was received from the clinical specialist: "as per medical opinion, this was the physician's first precision case, and use error may have contributed to the event." The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal precision ace procedure in the mitral position. After various independent leaflet grasping attempts, an injury of the posterior leaflet was visible in transesophageal echocardiography (tee). The posterior and anterior mitral leaflets were long. Therefore, to seat the anterior leaflet properly, the physician pushed the device several times deep into the ventricle while already grasping the posterior leaflet. The procedure continued, and two devices were placed, but a significant eccentric jet from the posterior leaflet remained, which could not be addressed. At this time, there are no plans for reintervention. The mr severity from baseline (moderate to severe) was +3 and mr severity from post-op (mild to moderate) was +2. As per medical opinion, this was the physician's first precision case and use error may have contributed to the event.